Manufacturer narrative:
UDI:(B)(4).

Event description:
On (B)(6) 2011, this patient underwent an endovascular procedure using a gore&#59412;tag&#59412;thoracic endoprosthesis (tgt3110/8509715) and a 22fr gore&#59401;introducer sheath with silicone pinch valve (ts2230/8276579) to repair a descending thoracic aortic aneurysm. It was reported that the diameter of the right iliac artery ranged from 7.6 mm to 8.4 mm, and the right common iliac artery was calcified. The sheath was inserted from right side, and during its advancement resistance was noted. It is not known how far the sheath was advanced. Therefore, the physician advanced the tag&#59396;device outside of the sheath; however it could not advance to the intended position. It was elected to remove the sheath from the patient, and it was reported that during the removal dissection of the right external iliac artery was confirmed. The dissection was successfully repaired by implanting a bare metal stent to the dissected area. The access was changed to the abdominal aorta, and the tag&#59396;devices were implanted with no reported issues. No further issues were observed, and the patient tolerated the procedure. On (B)(6) 2011, the patient was discharged. Subsequent follow-up images showed no issues. On (B)(6) 2015, the patient expired due to heart failure. The physician commented that the patient's death was not device or procedure related. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.